Event description:
Spatz3 procedure was carried out in sri lanka on the (B)(6) 2025, however, shortly after the patient developed a severe allergic reaction, which required immediate hospitalization. Unfortunately, standard medications were ineffective, and the medical team advised that the gastric balloon be removed.

Manufacturer narrative:
The balloon was not returned for testing. A review of the device label shows that this risk is explicitly mentioned as one of possible adverse events.